Event description:
After implanting the glenoid implant by the surgeon, the lip guard of the glenoid holder broke (1mm by 5mm). The surgeon and staff looked in the wound site, drapes, and the floor but the piece was not found. The surgical wound was irrigated and closed. Wear and tear of the device could have added to the problem.